Event description:
Device 3 of 3 reference MFR. Report#: 1627487-2015-25020 and 1627487-2015-25049.

Manufacturer narrative:
(B)(4). Results: the complaint of ¿invalid impedance " was confirmed. Two returned extensions revealed broken wires in the header and failed the functional test. The damage of broken wires is consistent with over stress the lead extensions were subjected to while they were still implanted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.